Event description:
Healthcare professional reported reason for right side removal "saline 375cc deflated" against non-allergan device. Device has been explanted and replaced. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).